Event description:
It was reported the customer had a no delivery alarm during a manual prime. The customer's blood glucose was unknown at the time of the call. Customer stated insulin was unable to exit with a push plunger during troubleshooting. The customer was assisted with completing a set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.